Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported low blood glucose. The paramedics were called and they treated the customer. The blood glucose reading was 25mg/dl. Troubleshooting was performed. Reviewed the settings and bolus histories. Found that the customer received 13.5 extra units of insulin. The customer also reported having difficulties with the buttons response. No further information was provided.